Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on september 02, 2020 that a hot axios stent was to be implanted in a transgastric position for post operation collection drainage during an endoscopic ultrasound (eus) with stent placement procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the first flange was deployed; however, under endoscopic ultrasound image, it was noted that the first flange failed to expand. It was then noted that the first flange was accidentally pulled out of the wall of the fluid collection. Reportedly, the first flange of the stent could not be recaptured and the stent was removed with the delivery system. The procedure was completed by placing a guidewire via endoscopic ultrasound (eus) needle and a fully covered colonic stent was implanted. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.